Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had an o2 flow error. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 18feb2019. The philips service engineer (se) inspected the device. The se replaced the flow sensor to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had an o2 flow error. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 26feb2019, date rec¿d by MFR : 23feb2019. A gas delivery system (gds) assembly was returned to philips for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board assembly and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.